Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer's boyfriend drove her to the hospital. The customer was diagnosed with diabetic ketoacidosis. The customer had symptoms such as frequent urination and nausea. The customer was treated with IV fluids at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.